Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was drop to 52 mg/dl. Customer also reported that the insulin pump had the critical error and had to remove the battery and forgot to set the meter again. Customer reported that the insulin pump was not worn during a medical procedure or test around a magnetic resonance image. Customer did not allege insulin pump was over delivering. Customer was assisted in connecting the insulin pump and the meter. The insulin pump will not be returned for analysis.